Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump is not giving her the correct amount of insulin or reading the correct amount. The blood glucose was 400mg/dl, and the customer treated with manual injections. No further information was provided.